Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pace impedance. The impedance measurement valvue was not reported. This rv lead is not a boston scientific product. As a result, the rv lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)